Event description:
The following info was reported by aci sales rep: balloon loss of pressure, able to maintain access and a device from another MFR (perclose) was used to close the procedure. No pt complications. The pt was not hospitalized. Deployer: in training. Stick location: common femoral artery.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Review of the lhr (lot f1334306) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined; however, it was reported that a pre procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should bt noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.